Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a surgery for right tibiofibular shaft fracture on (B)(6) 2025 and suture was used. The patient suffered from right calf pain and swelling with limited movement due to trauma for 2 hours. After successful general anesthesia, the patient was placed in a supine position, and the medial edge of the patellar ligament 2 cm above the tibial tuberosity was taken. The skin and subcutaneous tissue were incised to expose the slope of the anterior edge of the tibial plateau. Opening with an opener, closed reduction of the fracture end. The medullary canal was expanded with a soft expander and an intramedullary nail was inserted. Two locking screws were locked at the distal end and two locking screws were locked at the proximal end, and the tail cap was screwed in. With the fracture end as the center, a 5cm incision was made on the outside of the calf, and the skin and subcutaneous tissue were incised to expose the fracture end. The fracture end was reduced, select a 6-hole locking plate, drill holes at the far and near ends to measure the depth, screw in 2 screws, move the affected limb, and find that the fracture is well fixed. After suturing layer by layer with suture, the patient was sent back to the ward. Three days later, the patient's right knee wound was found to be exuding. There was wound secretion. The dressing was changed at the patient's bedside, the suture was removed, and ceftriaxone was used for anti-inflammatory treatment. Six days after the operation, the skin at the wound exuding was dry and gradually healed. Additional information was requested.